Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a controller exchange due to an electrostatic discharge (esd) event was confirmed based on the information recorded in the provided event log file. The submitted system controller event log file captured 2 transient pump stop events on (B)(6)2021. The pump stop events lasted approximately 4 seconds each, and appeared consistent with electrostatic discharge (esd) event. Before and after the esd events, the pump operated as intended at the set speed. These events had corresponding low speed advisory, low speed hazard, and low flow controller fault flags and were preceded by com a and com b fault flags. Despite the observed alarms, the pump appeared to function as intended. The transient pump stoppages captured in the log file appeared consisted with an electrostatic discharge (esd) event; however, a specific cause for the lvad internal fault could not be conclusively determined through this evaluation or correlated to an issue with the system controller, as the system controller serial number (B)(6) was not returned for evaluation. The controller will now be the patient¿s backup controller and will not be returned for evaluation. As a result, this complaint file will be closed with no further actions. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate3 system controller serial number (B)(6) was shipped to the customer on (B)(6) 2020. Heartmate 3 lvas IFU is currently available. This IFU contains the following information: in section 3, ¿powering the system¿, under ¿using the mobile power unit¿, the IFU warns that ¿high levels of static electricity may damage or harm the system and may cause the pump to stop. When not sleeping or resting, it is recommended that the patient use battery power instead of the mobile power unit to power the system. Using battery power can reduce the risk of system damage from high levels of static electricity.¿ in section 6, ¿patient care and management¿ under ¿postoperative patient care¿, the IFU warns that ¿high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components.¿ in section 6, ¿patient care and management¿ under ¿electrostatic discharge¿, the IFU provides information about esd, advises the patient to avoid activities that may cause static electricity, and to reduce static electricity with products such as a humidifier, dryer sheets, anti-static spray, skin moisturizer, and cotton fabrics. The safety testing and classification tables in section c of the IFU include electrostatic discharge information. Section 7, "alarms and troubleshooting" describes all alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. The current heartmate 3 lvas patient handbook contains the following information: in section 1, under ¿general warnings¿ the user is warned that high levels of static electricity may damage or harm the system and may cause the pump to stop. Additionally, users are recommended to use battery power before doing activities that can cause static electricity. Section 4, "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to use cotton fabrics and a humidifier when possible. It is recommended that the user utilizes battery power when not sleeping or resting to reduce the risk of system damage from high levels of static electricity. Section 5, "alarms and troubleshooting" outlines all system controller alarms, including the lvad fault advisory, as well as how to respond to each alarm condition. This document also states to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check equipment and order replacements, if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had increased pump power/temperature due to an electrostatic discharge (esd) event. The controller was swapped to the backup, which returned all pump values to normal.